Event description:
At 1700 finger stick via precision pcx device read as <20. 10cc blood taken via poc for stat serum glucose. D50 one amp given to pt. Serum bs 140. Control checks (hi/lo) ok at approx 1125. 1800 finger stick 141. No harm to pt.